Event description:
It was reported that a gamma 3 nail fractured which resulted in a revision operation.

Manufacturer narrative:
Please note the correction to d5 and h6 device code. The reported event could be confirmed since the device was returned for evaluation and matches the alleged event. The received nail is completely broken in the webs of the proximal lag screw hole. On the proximal side, instantaneous breakage can be seen at medial end. There is a fatigue zone with a smooth surface and progression lines over almost the whole surface of the fracture. Slight drill marks and deformation were found at the lateral entrance. The drill marks were most likely caused by misdrilling which created the starting point of the fracture. On the distal side, heavy material deformation can be seen which most likely had contributed to the starting point of the fracture at lateral. The lag screw bearing point shows strong impression marks and deformation from high compressive load, indicating the nail was exposed to continuous high load over a longer period. Therefore, the breakage pattern resembles a fatigue breakage of the nail. The breakage was most likely initiated in a fatigue manner due to initial misdrilling and broke instantaneously from the other side due to high tension and loading over time. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the breakage of the implant happened in a fatigue manner by application of continuous high load overtime, further medical records and radiographs are required to know the exact root cause for the breakage of the nail. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a gamma 3 nail fractured which resulted in a revision operation.